Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023 at 6:00am, the patient was sitting on the couch in his home dialysis treatment room. It was noted that patient was diaphoretic at this time. Around 8:00am, the patient spouse noticed the patient was unconscious. At this time, the patient¿s cgm was reading 249 mg/dl and his bg meter was reading 30 mg/dl. The patient¿s spouse called an ambulance. When the paramedics arrived, the patient was treated with IV glucose and the patient was transported to the emergency room (ER). Once the patient arrived at the ER, the cgm was reading high mg/dl and the bg meter was reading 230 mg/dl. The patient was still in the ER under medical care at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and passed. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.